Manufacturer narrative:
The problem was due to internal components failure, combined to poor maintenance. After the replacement of these components and the overall system controls, the laser system restarted to work correctly.

Event description:
The laser system has the following problem:: "low power output and chiller 2 flow sensor error". No adverse effects to patient were reported.